Event description:
It was reported that an advancexp was implanted. The pt reportedly developed post-surgical urinary retention that required dissection of one arm of the sling. The retention resolved. No further info is available at this time.

Manufacturer narrative:
Should add'l info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.